Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq created in order to update etq (legacy system). Complaint number wpc (B)(4). Reason for original complaint- the patient was revised due to instability. Update rec¿d 10/22/2012¿ pfs and medical records received. Part/lot was provided and updated. The cup was removed, but the revision operative note indicated the cup was well fixed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 05/08/2014. Update ad 03 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges open dislocation and elevated metal ions. Added lawyer, facility name, account name, UDI, expiration date, patient harm and updated patient initials. Doi: (B)(6) 2009 (cup); doi: (B)(6) 2011 (head and liner); dor: (B)(6) 2011 (right hip). Please see (B)(4) for the first revision.